Manufacturer narrative:
No product has been received to date, if product is returned, analysis will be conducted. Unable to run complaint history check or device history review as lot number is unk. Regulatory compliance will continue to monitor on monthly trend reports.

Event description:
Wife reported that when her husband finished his injection and took out the pen, the tip of the needle was gone. The following day, consumer went for x-ray. However, surgery was performed on (B)(6), 2010.